Event description:
It was mentioned that balloon rupture occurred. A 6.0 x 150, 135cm mustang balloon catheter was advanced to treat the lesion. However, the balloon ruptured at 12 atmospheres. No patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).